Event description:
Device was being placed for hydration. The device was placed in the pt and broke off at the hub. Upon breaking off, it had to be surgically removed. No major damage to the pt, but the pt was already being treated for dehydration and required intervention. Pt is doing alright. (B)(4).

Manufacturer narrative:
(B)(64). The complaint device was returned in an opened and used condition for investigation. An exam of the device found a piece of the catheter starting half way inside the molded hub through to the end hole. Further exam of the piece found signs of elongation, and then separation. Unfortunately, we were not able to determine at this time the root cause of the separation. Our quality control dept confirms the correct proximal fittings for this device are clean, free of damage and securely attached to the catheter 100% prior to further processing. They also confirm that the tubing is properly secured into the molded hub. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar events.